Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gap between the acoustic lens and ultrasound probe was confrimred. The cause of the gap between the acoustic lens and ultrasound probe was attributed to wear and physical stress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported during evaluation that the asset return, ultrasound gastrovideoscope, exhibited a gap of adhesive on the distal end between acoustic lens and ultrasound probe; therefore, a stain entered inside the lens through the gap. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and the following was found: elevator channel plug was loose, due to wear of forceps lever, up down knob could not be locked securely, suction cylinder had discoloration, scope body, grip and objective lens had a scratch; sheet holder unit had corrosion due to water leakage, due to damage on ultrasonic probe, the number of missing element exceeded the standard value, due to damage on acoustic lens, displayed ultrasound image was defective, adhesive around objective lens had a crack, adhesive on bending section cover was detached, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.